Manufacturer narrative:
Patient information is currently unavailable. The biomedical engineer performed a checkout of the equipment and confirmed the reported complaint. It was discovered the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensors were replaced, and the unit was returned to service. Patient information is currently unavailable. The biomedical engineer performed a checkout of the equipment and confirmed the reported complaint. It was discovered the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and was delivering incorrect tidal volume during a case. No intervention was required. There was no report of patient injury.